Manufacturer narrative:
According to the customer, there was a tear in the outer packaging when being unboxed and stored, which did not occur during use, on an unspecified date, and did not involve a patient, injury, or death. There was no follow-up care, medical and/or surgical intervention or treatment required.

Event description:
Hole in pouch.